Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read "high." The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin.